Manufacturer narrative:
Additional 510(k) number k101880.

Event description:
It was reported that they received an empty container. Implant ((B)(4)) was missing. It was also reported that they were able to complete the procedure with another one in the same surgery.

Event description:
It was discovered that the container was empty while in surgery ready to be placed. It was also reported that they were able to complete the procedure with another one in the same surgery.

Manufacturer narrative:
Zimmer biomet (B)(4). One tapered screw vent implant package was returned for inspection. Visual inspection confirmed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial was noted to be broken. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Information identified: product packaging; all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Complaint indicates the implant, mount, and screws were not found in the vial when opened. The alleged event is non-verifiable, as the package was returned already opened. A root cause for the reported event could not be determined. The following sections were updated: date of this report, expiration date, UDI: (B)(4), device available for evaluation change 'no' to 'yes', contact office - name/address, date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', device manufacture date, evaluation codes.